Event description:
During the procedure, the balloon would not inflate. Two other stents were deployed successfully using the same equipment. There was no patient injury.

Manufacturer narrative:
Additional procedural information was requested to the account and will not be forthcoming. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.